Event description:
Pt reported that when she attempted to put the device into run mode, it appeared to initiate a prime sequence. She indicated that, as a result, she may have unintentionally delivered 0.6u of insulin. Pt's blood glucose measured 106 mg/dl, which she treated by drinking orange juice. Pt switched to her back-up device.